Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the hand activation worked intermittently. Completed the case with the same device. There was no pt consequence.